Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device recorded a code 1003 during pre-implant interrogation. Data analysis was completed and determined this device exceeded it's shelf life, therefore will not be safe to implant. No patient involvement.